Event description:
The event is reported as: complaint description: the customer reported that during the introduction of the port, an accidental detachment of the clear plastic's tip had occurred. Consider that the endoscope was in the inner lumen of the obturator. Add'l info rec'd interpreted as top plastic port is what detached. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.